Manufacturer narrative:
E1 patient city: (B)(6). Patient country: canada. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced insulin does not exit pump alarms event occurred on (B)(6) 2026 led to hyperglycemia treated with pump.